Event description:
It was reported by service report that the head right load cell is not weighing properly. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Results: load cell.